Manufacturer narrative:
No evaluation could be made, no conclusion could be drawn as no device has been returned. Synthes is unable to determine a manufacture date without a lot number.

Event description:
Patient treated for a t11/12 fracture fell out of his wheelchair four (4) weeks post-operatively resulting in the 6.0 rods slipping out of heads of both l1 pangea pedicle screws with locking caps remaining intact in heads of screws. Surgeon suggested that the rods slipped out of heads of screws post-operatively as a result of the fall without dislodging the set screw and he said there seems to be no apparent failure of screws, locking caps or rods.